Manufacturer narrative:
(B)(6). The device was not returned for analysis. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca), a balloon rupture occurred. The target lesion was located in the 90% stenosed, severely tortuous and calcified arteriovenous fistula (avf). A sterling over-the-wire 5.0x40/40 balloon was advanced to the lesion site. During the inflation, the balloon ruptured at 12 atms. The procedure was completed with another of the same device. No pt complications were reported, and the pt status was reported as "good".